Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The tissue injury and mitral regurgitation (mr) appear to be related to the slda. The dyspnea was a cascading effect of the mr. Unspecified tissue injury, dyspnea and recurrent mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 3-4. It was noted that imaging was difficult due to patient anatomy. One clip was deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2021, the patient returned to the hospital for a follow appointment. However, the patient was experiencing shortness of breath. Echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. Tissue damage was suspected. No additional information was provided.